Event description:
Allegedly revised due to looseness.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The patient records were reviewed. The product was not returned. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
(B)(4). Explanted date (B)(6) 2010; not (B)(6) 2010, according to risk mgr. At (B)(6). (B)(4); approx age of device - 60 days. No other revision surgery for this patient on file and no medwatch filed for the (B)(6) 2010 rev. This is the same event as 1043534-2011-00815, 00816, 00817, 00819, 00820.

Event description:
Allegedly revised due to looseness.

Manufacturer narrative:
Device #4:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00815, 00816, 00817, 00819, 00820.